Event description:
A report was received that the pt had a lead revision to obtain better stimulation coverage. During the lead revision procedure, the physician explanted the pt's devices as he suspects the pt might have an infection. The pt was given antibiotics. After the procedure, the pt was reportedly doing well.